Manufacturer narrative:
(B)(4). Device evaluation summary: one opened box and forty unopened samples of product code 8710, lot pbr480 were returned for analysis. The complaint issue was not received for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. A manufacturing record evaluation was performed for the finished device lot number pbr480, and no non-conformances were identified.

Event description:
It was reported that a patient underwent vascular procedure on (B)(6) 2019 and suture was used. The procedure was the removal of aneyrism in arteria carotis. The needle separates from suture when only minimal force was used. There was no adverse consequence to the patient reported.